Manufacturer narrative:
The pump was not returned to mmdg and so an evaluation was not able to be completed. Because the pump has not been returned, mmdg has not been able to confirm the alleged complaint.

Event description:
The initial reporter stated that the pump will not alarm when occluded. The initial reporter stated that this occured during testing and that there was no patient involved. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg after the initial MDR was reported. During the investigation the pump did alarm within product specifications. Mmdg was unable to confirm or replicate the complaint. Because mmdg was not able to confirm the complaint, no MDR was needed.

Event description:
The initial reporter stated that the pump will not alarm when occluded.the initial reporter stated that this occured during testing and that there was no patient involved. (B)(4).